Manufacturer narrative:
(B)(4). Report source, foreign- event occurred in (B)(6). Device history record (DHR) was reviewed and no discrepancies were found. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the box of bone cement was opened, the inner package was not fully sealed. There was no patient injury and no delay in the surgery.

Event description:
Please refer to report 3006946279-2018-00091.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found the supplier sealing was opened in 1 area. The manufacture sealing was intact. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to product design. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.